Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, 50% stenosed, concentric, de novo target lesion was located in the non-tortuous and non-calcified left-anterior descending artery. Following pre-dilatation, a 38 x 3.50 promus premier stent was advanced for treatment. However, the proximal struts were broken before introducing to the vessel. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.